Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Plain old balloon angioplasty (poba) was performed and a 2.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was advanced but the 2.50 x 32 synergy¿ drug-eluting stent still failed to cross the lesion. The devices were removed and the 2.50 x 32 synergy¿ drug-eluting stent was attempted to be delivered using a 2.0mm balloon anchoring technique. Due to force, the stent strut got lifted and during removal, it was noted that the stent got stuck in the guide catheter and had dislodged. A small diameter balloon catheter was advanced and dilated in order to remove the dislodged stent but the stent got pushed to the distal side. The stent was successfully removed using a snare but the stent got stretched. The procedure was completed with a non-bsc stent. No further patient complications were reported.

Manufacturer narrative:
A stent was returned for analysis without a stent delivery system (sds). A guideliner, guidewire, snare and a hemostasis valve were also returned. A visual and microscopic examination of the stent found the stent was damaged and separated from the sds. Damage was noted across the entire stent; stent struts were stretched and flattened. When stent struts along the entire length of the stent were examined microscopically no breaks or cracks were seen in stent struts, the stent had not been broken and the entire stent was returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device failed to cross the lesion and during removal, the stent got dislodged inside the guiding catheter. Direction for use states: 'do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur''. (B)(4).

Event description:
It was reported that stent damage and dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Plain old balloon angioplasty (poba) was performed and a 2.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was advanced but the 2.50 x 32 synergy¿ drug-eluting stent still failed to cross the lesion. The devices were removed and the 2.50 x 32 synergy¿ drug-eluting stent was attempted to be delivered using a 2.0mm balloon anchoring technique. Due to force, the stent strut got lifted and during removal, it was noted that the stent got stuck in the guide catheter and had dislodged. A small diameter balloon catheter was advanced and dilated in order to remove the dislodged stent but the stent got pushed to the distal side. The stent was successfully removed using a snare but the stent got stretched. The procedure was completed with a non-bsc stent. No further patient complications were reported.